Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis determined this device exceeded the longevity calculation for this device. This device was subjected to simulated heart load conditions and then tested the pacing and sensing functions. No abnormalities were revealed. It was determined the reason this device may have depleted more rapidly than expected was likely due to the programmed parameters. Analysis determined the device did not display any symptoms of the advisory.

Event description:
Boston scientific crm received information that during a follow up visit, this device with a non-functional non-boston scientific crm atrial lead displayed elective replacement indicators. Six months earlier, two years longevity was remaining. It was thought this issue was due to the increased device pacing as it is not sensing the non-functional atrial lead and has drained the battery. A replacement procedure was performed, this device was removed, replaced and returned for analysis. An internal technical service consultant was contacted regarding whether the issue could be related to this device included in the crystal timing component failure mode 2 advisory. It was not thought this was related to the advisory. There was no allegation against this device. No adverse patient effects were reported.